Event description:
Reported to us that a medijet b&p 10mm neonatal breathing circuit caught fire and it was on a mr730 respiratory humidifier. No pt injury was reported.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. Methods: no info to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time. There is no evidence to suggest the mr730 respiratory humidifier malfunctioned in any way, but until we are able to test the humidifier we are unable to conclude this. From the info we have been able to obtain so far it appears a 3rd-party breathing circuit (medijet b&p 10mm neonatal breathing circuit) was being used and it would appear that this circuit was unable to cope with the power being produced by the mr730 humidifier. This breathing circuit has not been tested or approved by fphc for use on the mr730 humidifier. In the mr730 operating manual it states, "use only fisher & paykel approved chambers, circuits and accessories. Performance and safety cannot be guaranteed if other types of accessories are used." However, until we get the humidifier back we are unable to make any conclusion. The investigation into this complaint continues.